Manufacturer narrative:
G4: 10jan2020. B4: (B)(6) 2020. The customer's respiratory therapist agreed that the patient was heavily bearded which caused excessive leak at the mask, no problem with the ventilator. The customer reported that the ventilator passed performance verification testing (pvt). Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
The customer reported that there was a high leak reading. The unit was being used on a patient at the time the reported issue occurred. However, there was no patient harm.